Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the guide system within 10 minutes: hi mmol/l (which on the system indicates a result in excess of 33.3 mmol/l), 13.4 mmol/l, and 6.9 mmol/l no adverse event reported. Return of the suspect device was requested for evaluation.